Manufacturer narrative:
Catalog number is unknown. UDI information is unknown initial reporter also sent report to FDA is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that one pre-filled cassette was wasted one day early last night due to no disposable alarm on both pumps, unresolved with troubleshooting. Changing cassettes early about one time per week for last month. Lot number not provided. No further details provided. No patient injury was reported.